Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The customer swapped the power management board and the issue was resolved. The customer also reported that when the old power management board was placed back into the unit, the unit still powered on. The customer believes the board just needed to be reseated.

Event description:
It was reported that the unit had failed to power on. The light emitting diode (led) activates then goes out. There was no patient involvement. The event date was not specified; estimate used.